Manufacturer narrative:
Integra has completed their internal investigation on 23 nov 2015 the investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the returned unit did not meet all specific functional test. The upper handle was out of adjustment and was not holding properly. Unit received with standard adaptor and not the tri-star adaptor. General maintenance and cleaning required. This device was manufactured on june 30th, 2007. There is no service history for this device. No new design or manufacturing trends have been identified. The end users reason for return was verified. The upper handle was out of adjustment and was not holding properly. General maintenance required as this device was manufactured in 2007 with no prior service history.

Event description:
It was reported that the device would not clamp; the latch locks but the final linkage on it would not clamp. There was surgery delay. There was no patient injury reported. Additional information was requested and on 26 oct 2015 the following was received: the product problem was discovered during positioning of the patient (age and gender not provided) on (B)(6) 2015 for a craniotomy for tumor procedure. The patient was already anesthetized when the problem occurred. A replacement device was available to be used. Surgery delay was reported as 20 minutes. There was no mention of patient adverse consequence due to delay.